Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it ws concluded that the device operated within specifications. The device was received in with normal operating currents and no battery anomaly noted. No motor error alarm or drive support disk anomaly observed during testing.

Event description:
Customer reported that she had high blood glucose, her insulin pump was alarming motor error and the drive support cap is flush. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.